Event description:
The customer reported the device would not transition from ac to dc power. The manufacturers field service engineer duplicated the reported problem and replaced the backup battery. The device passed all manufacturers required testing. The customer reported no patient involvement.